Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 55-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. The patient was on impella cp support when the motor current became elevated and the left ventricle systolic number was elevated (higher than aortic pressure) and falsely elevated impella flow. The doctor turned the flow to p8. There was a risk of the pump stopping. Additionally, the patient was overly anticoagulated and the patient experienced hemolysis and access site bleeding. The pump was removed due to the patient's complications. Patient is stable post explant.

Manufacturer narrative:
The investigation into the access site bleeding ¿ major, the hemolysis and the saturated flow has been completed. The device was not returned for investigation. Per the clinical information provided, the patient was overly anticoagulated, leading to access site bleeding. The root cause of the access site bleeding issue was anticoagulation management related due to high patient act values as patient was overly anticoagulated. The root cause of the saturated flow and the hemolysis issues was not determined since product and data logs were not returned for investigation.